Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the tip of the reported screwdriver shaft was broken during surgery. The surgery was complete with another screwdriver shaft instead. There was no delay in the surgery. No patient harm was reported. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the tip was broken and the torque was 13.770 nm / 15.109 nm. Specification is 10.0 nm +2.0/-0 nm. Beere precision medical (presently tecomet ¿ (B)(4)) manufactured the 10 nm torque limiting handle, 6mm, hxc. The certificates of compliance indicated the parts conformed to specifications. The lot was inspected to the synthes incoming / final inspection sheet. Upon receipt of the torque instrument the torque checked at 13.770 nm / 15.109 nm. Specification is 10.0 nm +2.0/-0 nm. The torque instrument is above the specified tolerance and out of calibration. This device requires routine re-calibration service in order for it to maintain torque output that is within the specified tolerance. Lack of proper service, which would include the replacement of any worn components, re-greasing of the internal components, and resetting and certifying of the torque value. Failure to properly service this part has resulted in the non-conforming torque settings and the tip breaking. It is suggested that this device be re-calibrated once every six months and this instrument was manufactured in november of 2002 and never has been serviced. Based on these determinations this reported failure us not associated with the manufacturing processes at tecomet. Based on the evaluation and the unknown cause, this complaint condition is confirmed but is not considered manufacturing-related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: beere precision medical instruments (now owned by tecomet (B)(4)) manufactured the 10nm torque limiting handle, part 03.620.019, and supplier lot 563945f06. Initially, the part conformed to the supplier¿s certificate of conformance and was inspected and conformed to the synthes final inspection sheet. There were no material review reports, non-conformance reports, or complaint related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.